Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: white screen with no image (intermittent). A root cause of the reported failure could not be confirmed. Based on the results of the investigation, it is presumed the white screen with no image issue is due to damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had intermittent image. The issue had occurred during colonoscopy diagnostic procedure which was completed that with same device. There was no report of patient harm.